Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that their right ventricular (rv) lead had multiple episodes of high ventricular rates due to noise. Therefore, programming changes were made to address the issue. The patient condition was stable.